Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis 16 days after onset. The patient was treated with cefazolin 200mg twice a day (bid). The cause of the peritonitis was the patient made a touch contamination, further described as the patient did not wear gloves. The patient was retrained on proper aseptic technique. The patient was discharged after being hospitalized for 10 days. The patient remained on cefazolin and was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.